Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial tachy response (atr) episodes. Technical services (ts) was consulted and upon review suspected atr episodes to be related to farfield oversensing. Therefore, recommended programming updates and further evaluation by the physician. This crt-d remains in service. No adverse patient effects were reported.